Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 12 mg/ml morphine at 4.095 mg/day, and 9.0 mg/ml bupivacaine at 3.0711 mg/day via an implantable infusion pump for an unknown indication for use. The hcp reported a motor stall occurred with an alarm on (B)(6) 2018, and the patient experienced increased pain. The print out showed a stopped pump period may exceed tube set message. The pump was replaced, and the issue was resolved at the time of the report. It was reported that the patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion, wear and/or lubrication in the motor gear train, as well as a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.